Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after dinner when glucose rose above 190 mg/dl and the ilet pump delivered insulin that was perceived as an overcorrection, leading to low blood glucose. Symptoms included low blood glucose requiring treatment. Outcomes included recovery to 90 mg/dl and subsequent stabilization after ingestion of oral glucose tablets. Investigation included troubleshooting and education regarding pump targets and consideration of settings review by the healthcare provider. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.